Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument was stripped and surgeon was unable to remove reamer from the femoral canal. Surgery was delayed by 30 minutes.